Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary transluminal angioplasty and stenting procedure, a balloon burst occurred. The 80% in-stent restenosed concentric-shaped lesion was located in the non-calcified and non-tortuous left anterior descending coronary artery. The lesion length was 20 mm and the vessel diameter was 3.5 mm. The physician attempted to predilate the lesion using the apex monorail 2.50 mm x 15 mm balloon catheter, however, the balloon was inflated one time to 4 atms and burst. The physician removed the apex outside of the pt and successfully completed the procedure using another of the same device. No pt complications were noted and the pt's condition was reported as "stable".